Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 203 mg/dl and from meter to meter comparison results of 156 mg/dl using meter and 122 mg/dl using doctor's device. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined performing a back to back blood test during the call. The product is stored according to specification in the dining area. The test strip lot manufacturer's expiration date is 08/20/2020 and open vial date is two-three months. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 203 mg/dl and from meter to meter comparison results of 156 mg/dl using meter and 122 mg/dl using doctor's device. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined performing a back to back blood test during the call. The product is stored according to specification in the dining area. The test strip lot manufacturer's expiration date is 08/20/2020 and open vial date is two-three months. The meter memory was reviewed for previous test result history: result 1: 162mg/dl, date: (B)(6), time: 9:00pm, fasting; result 2: 203mg/dl, date: (B)(6), time: 8:26am, fasting; result 3: 89mg/dl, date: (B)(6), time: 5:57pm, fasting; result 4: 116mg/dl, date: (B)(6), time: 1:00pm, non-fasting; result 5: 170mg/dl, date: (B)(6), time: 6:30pm, fasting.